Event description:
It was reported that removal difficulty occurred. A 3.50 x 30 mm agent dcb was selected for treatment of in-stent restenosis. Resistance was experienced while advancing the device over a non-boston scientific (bsc) guidewire even after the physician wiped down the externalized portion of the guidewire. The balloon was introduced into the guide catheter, but failed to exit the opposite end. Once the physician, noted that the balloon could no longer be advanced, withdrawal was attempted. The balloon was almost stuck on the wire and wire position was lost. Removal difficulty resulted in stretching of the balloon, but the device was able to be removed. The procedure was completed with another 3.50 x 30 mm agent dcb with no patient complications. It was further reported that firm retraction was used to remove the balloon along with the guidewire. The device was removed intact, but the catheter was stretched out.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual, tactile, microscopic examination and wire insertion test was performed. Multiple kinks were identified along the hypotube. The distal extrusion was severely stretched and accordioned at various locations along its length. Further microscopic examination of the extrusion identified that a break occurred in the stretched inner/wire lumen. The break was contained in the outer lumen. A microscopic examination of the break in the distal extrusion, at the guidewire exit port, identified evidence that the extrusion was stretched. Examination of the balloon material identified no damages. The balloon was folded and there was no evidence that the balloon had been subjected to any positive pressure. A microscopic examination of the tip section found no damage. It was not possible to pass a 0.014inch size guidewire through the inner/wire lumen due to the damage in the lumen.

Event description:
It was reported that removal difficulty occurred. A 3.50 x 30 mm agent dcb was selected for treatment of in-stent restenosis. Resistance was experienced while advancing the device over a non-boston scientific (bsc) guidewire event after the physician wiped down the externalized portion of the guidewire. The balloon was introduced into the guide catheter, but failed to exit the opposite end. Once the physician, noted that the balloon could no longer be advanced, withdrawal was attempted. The balloon was almost stuck on the wire and wire position was lost. Removal difficulty resulted in stretching of the balloon, but the device was able to be removed. The procedure was completed with another 3.50 x 30 mm agent dcb with no patient complications. It was further reported that firm retraction was used to remove the balloon along with the guidewire. The device was removed intact, but the catheter was stretched out.

Event description:
It was reported that removal difficulty occurred. A 3.50 x 30 mm agent dcb was selected for treatment of in-stent restenosis. Resistance was experienced while advancing the device over a non-boston scientific (bsc) guidewire even after the physician wiped down the externalized portion of the guidewire. The balloon was introduced into the guide catheter, but failed to exit the opposite end. Once the physician noted that the balloon could no longer be advanced, withdrawal was attempted. The balloon was almost stuck on the wire and wire position was lost. Removal difficulty resulted in stretching of the device, but the balloon was able to be removed. The procedure was completed with another 3.50 x 30 mm agent dcb with no patient complications.